Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; therefore, the investigation of the reported event is inconclusive for broken needle. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 2016msk biopsy instrument allegedly experienced break. This report was received from a single source. The malfunction involved patient with no reported consequences. Age, weight, and gender of the patient was not provided.